Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Connection issues were observed relative to the atrial lead during a pacemaker replacement. Reportedly when the existing lead was connected to the new pacemaker and the set-screw tightened, the lead came out of the port by pull test. The set-screw was subsequently loosened, the lead was re-inserted and the screw was tightened again. The atrial lead was then confirmed to be appropriately connected.